Event description:
It was reported that a fracture occurred. A direxion microcatheter was selected for use. The lesion was accessed through the femoral artery in the right groin and the device was advanced to the target lesion. During removal of the microcatheter, an abnormality was observed near the tip of the device. There was a split at the tip and it looked damaged and worn out. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a fracture occurred. A direxion microcatheter was selected for use. The lesion was accessed through the femoral artery in the right groin and the device was advanced to the target lesion. During removal of the microcatheter, an abnormality was observed near the tip of the device. There was a split at the tip and it looked damaged and worn out. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the direxion microcatheter was returned for analysis. The device shaft was microscopically analyzed for any damage. The device showed a fracture at the hub. There were also 2 other fractures located 70.2cm and 70.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.